Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrhythmia. Technical services (ts) reviewed the stored ventricular episodes and noted it appeared atrial-driven. This ICD delivered multiple anti-tachycardia pacing (atp) bursts and shocks during an atrial fibrillation (af) episode with rapid ventricular response (rvr). As the ventricular rate appeared irregular, it could not be conclusively determined whether the therapy was inappropriate. No additional adverse patient effects were reported. This ICD remains in service.